Event description:
It was reported that the pt's therapy was "sometimes good, sometimes bad." The expected residual volume in the pt's pump reservoir was 2.7 ml. However, the actual residual volume of medication was found to be, upon aspiration, 18 ml. The tubing was noted to be "ok." The pump was removed and replaced. No info was provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome was provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.